Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(4), implanted: (B)(6) 2019, product type catheter, ubd: 15-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 5 mg/ml of moirphine at 0.2401 mg/day via an implantable pump. The indication for use was not provided. It was reported the patient could feel their pump move around in the pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A portion of the catheter was removed because it was twisted and the catheter had broken at the proximal end from the pump flipping in the pocket. A portion of the catheter was removed and a new pump segment was connected. The pump was then replaced and sutured back down. The event date was provided as (B)(6) 2019.. It was reported the issue was resolved at the time of the report, (B)(6) 2019.. The patient's status was provided as alive; no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative (rep) indicated surgical intervention occurred on (B)(6) 2019. The pump was not removed and the customer disposed of the portion of catheter that was replaced. No further complications were reported or anticipated.